Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue, alopecia, migraine, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion- (B)(6) 2008, (B)(6) 2009 she received treatment for the following events pelvic/ abdominal,chronic, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, migraine, headaches, nausea, vision problems, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding, fatigue, hair loss, migraine, headaches, nausea, vision problems, weight gain. Patient date of birth, essure removal date, treatment details added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.